Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. No a35 alarm, no unexpected reset or check settings alarm noted. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. Unable to confirm e70 alarm in alarm history screen due to over written history file, also unable to perform excessive no delivery and occlusion tests due to motor error alarms. The insulin pump has a small crack on the reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm, a motion sensor test failure alarm, and no delivery alarms from his insulin pump. The insulin pump's settings were also erased. The customer's blood glucose level was between 160 and 330 mg/dl. Standard troubleshooting was performed. The customer stated the no delivery alarms were resolved by a reservoir and infusion set change. The customer also stated that the insulin pump gets jarred and vibrated from his work. The customer further stated that the motor error alarm occurs every time he attempts to bolus. The insulin pump passed a self test and was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.